Event description:
A report was received that the patient experienced abdominal pain after an implant procedure. The patient was explanted on the same day since the physician believed that the pain was due to the compression of the leads. The patient was reportedly doing well after the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.